Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. There were two episodes of oversensing which induced torsades. It took multiple shocks to convert the arrhythmias. Therapy was exhausted on one event. The patient had recently received a left ventricular assist device, and the sensing vector was changed to the alternate sensing vector. Noise is being oversensed by the system. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.